Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported events occurred because the charge-coupled device (ccd) cable short circuited while the user was handling the device. Although the loss of image was not reproduced, the ccd cable failure could have caused the failure to occur temporarily. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of no image was not confirmed. The device evaluation identified image noise with angulation due to shortcut of charge coupled device cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported no image when using evis lucera bronchovideoscope with angulation. The diagnostic tracheoscopy procedure was completed with a similar device. There was no delay, and the patient was not under sedation. The alleged malfunction was found during reprocessing. There were no reports of patient or user harm associated with this event.